Manufacturer narrative:
Part was returned for evaluation: the reported complaint of the air leaking around the blower assembly was duplicated. Retightening the blower motor 4 screws fixed the problem.there was no patient involvement due to event occurred during installation. No engineer, material only complaint. (B)(4).

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the blower is leaking which makes it unusable. There was no patient involvement.